Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. The customer was unsure if the issue caused their blood glucose level to exceed 500 mg/dl, indicating uncertainty about any adverse impact. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump but to contact support again if the issue reappears.